Event description:
The facility's purchasing department reported an infusion pump with an 812:02 failure code. The device went into failure during preventative maintenance by the facility. There is no report of any pt incident since the last baxter service event.